Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Part of it remained inside my body- vagina [foreign body in reproductive tract] tampon broke apart [device breakage]. Case narrative: consumer reported via e-mail that the tampon broke apart while in use. No serious injury reported.